Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrium (ra) lead was observed to be fractured and high atrial pacing rates were noted. The lead was re-programmed. No patient complications have been reported as a result of this event.